Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited no pacing shortly after the implant. A temporary wire was required to support the patient. An invasive procedure was performed to reposition the bipolar lead, model 4261 serial number 242171 and the system functioned appropriately. Shortly thereafter, the system again exhibited no pacing. Another invasive was performed to replace the ipg. When the lead was connected to the new ipg there was still no capture. The lead was replaced. A new ipg and lead were implanted and function appropriately.